Event description:
The patient had a full system explant due to infection. Both the lead and generator were hp sterilized prior to distribution. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary because the return and analysis of the device will add no value to the investigation. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the infection was due to the initial implant; however, further information from the neurosurgeon was assessed that the infection was not due to the initial implant. The neurosurgeon assessed the infection was not due to the initial implant, manipulation of the site, or trauma to the are. It was due to other. No other relevant information has been received to date.

Manufacturer narrative:
B5. Describe event or problem; corrected data; supplemental MDR inadvertently misspelled the word area.

Event description:
The neurosurgeon assessed the infection was not due to the initial implant, manipulation of the site, or trauma to the area. It was due to other. Follow up communication with the physician determined the infection was assessed to be due to unknown. No other relevant information has been received to date.